Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a damaged battery cap. This report is made based on the results of an investigation completed on 07/15/2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 07/15/2014 with the following findings: unexplained power on resets observed in the black box. No damage found to the battery compartment. Returned battery cap has stripped threads and is unable to fully secure to the pump; power on resets duplicated with returned battery cap. A new test battery cap was able to fully attach to the pump with no yellow o ring showing. A 24hr duration test was completed using the new test battery cap; no power interruptions were duplicated. Removal of the pump cover showed no evidence of internal moisture. No damage to the power circuit was observed.